Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Lcd pcb, control panel damaged. Complaint was confirmed. The underlying cause is control panel damaged. Root cause could not be determined after reviewing the documentation in this investigation. Did the device fail to meet specification? Yes.

Event description:
The dealer stated that the display is not readable.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the display is not readable.